Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, during the canal treatment of lasik flap creation the laser was firing but didn't appear to be ablating the left eye. The surgeon lifted off the foot pedal, cancelled treatment and noted the cone was possibly lifted a bit from the eye. The treatment was reloaded and completed successfully. Additional information received; there was suction and when something seemed off the surgeon stepped on the pedal. The site reports possible suction loss or mechanical failure. Patient is doing well postoperatively. This occurred on two separate patients, this report represents patient ap and another report will be filed for the other patient.

Manufacturer narrative:
The logfile review shows no vacuum issue was found and the energy was stable, no error messages or parameter deviations can be seen from the log file. No root cause could be identified. During technical onsite visit the field service engineer replaced several parts after this event. As the problem reoccurred some day later, the fse replaced additional parts and perform full system alignment. The system meets company specification per service installation records. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).